Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 26mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The commander delivery system with crimped valve could not be pushed through the esheath. Therefore, a new commander delivery system with a new valve were prepared. The new system passed through the esheath without difficulty and the procedure was successfully completed. As per the pre-decontamination evaluation, it was found that the balloon of the commander delivery system presented a tear, which prevented it from being inflated.

Manufacturer narrative:
The devices were returned for evaluation. The returned devices were visually inspected, and the following was observed: crimped valve on inflation balloon observed in sheath housing by hemostatic valves. Crimp balloon torn at I/c bond. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. This event reports a balloon torn noticed during post-procedural product evaluation that has not resulted in a patient harm or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The complaint for torn balloon was confirmed based on evaluation of the returned complaint device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During post-procedural evaluation, a crimp balloon tear was observed. Evaluation of the returned delivery system revealed that the valve was observed in sheath housing by hemostatic valves. When retrieving a delivery system with crimped valve, the procedural training manual states, "withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position." Pulling the thv through the sheath housing can cause the thv to catch on the hemostatic valves. It is possible that excessive manipulation was used to overcome the caught thv and resulted in the observed crimp balloon tear. A definitive root cause was unable to be determined. However, available information suggests that procedural factors (improper withdrawal techniques, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.